Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d9, h3; return status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque command 18 guide wire had resistance and was noted that the polymer coating came off the guide wire while it was in the guiding catheter. The peeled off portion was retrieved through a syringe and the damaged guide wire was removed. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.